Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician felt resistance when placing the left ventricular (lv) lead. The sheath was withdrawn, and the physician noticed the catheter was broken and it ¿lost its support¿. The catheter was not used, and another catheter was used for the implant procedure. No patient complications have been reported as a result of this event.